Event description:
The hcp reported the pt presented in 2004 with signs of an infection of the device pocket. These included fever, redness, and drainage. A culture of the device pocket and catheter tip was positive for coagulase negative staph. The pt was treated with IV antibiotics and total device system explant. The infection resolved and the pt experienced no drug withdrawal.